Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a login failure. The technical support specialist (tss) verified the server, and station was identified that the incorrect user identified was entered. The tss confirmed that all other users were able to login using the biometric identifier. The tss guided the user to delete and re-add the profile and confirmed that the user was able to log in using the user ID and password method. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es provider lost pyxis access and unable to log into the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es provider lost pyxis access and unable to log into the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.